Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with product activ l sup.plate size s 6°/keel. The initial implant surgery occurred on (B)(6) 2020. According to complaint description it was reported that activl implant migrated anteriorly and was removed and replaced with a fusion implant without incident on (B)(6) 2020. Unknown when implant migrated. A revision surgery was necessary. The adverse event is filed under aag reference (B)(4). Associated medwatch-reports: ((B)(4) product: sw974k); 9610612-2020-00166 ((B)(4) product: sw977k); 9610612-2020-00167 ((B)(4) product: sw965).

Manufacturer narrative:
The adverse event is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2020-00165 (400471600 product: sw974k). 9610612-2020-00166 (400471601 product: sw977k). 9610612-2020-00167 (400471602 product: sw965). Manufacturing site evaluation: failure description: no product at hand. Investigation: no product at hand. Batch history review: a review of the device quality and manufacturing history records was not possible because the lot number is unknown up to now. Conclusion and root cause: due to the circumstance that we did not receive any devices for investigation and the lack of information, it is not possible to determine a definitive conclusion and root cause for this failure. Rationale: because there are no products and only minor information available, a definitive root cause analysis is not possible. Following causes are possible: wrong system configuration selected by the user; wrong implant size chosen by the user; design layout unsuitable; inadequate patient behavior; maybe implant not in the correct position; not the correct system for the purpose. Corrective action: according to sop sa-de13-m-4-2-04-000-0 (corrective action & preventive action) a CAPA is not necessary.

Manufacturer narrative:
Corrected data: block d4 (model #). Manufacturing evaluation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. The device history records (DHR) were reviewed for all available lot numbers; the devices were found to be within specification at the time of production. All device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. However, the following causes could be associated with the problem as reported: · wrong system configuration selected by the user · wrong implant size chosen by the user · design layout unsuitable · inadequate patient behavior · maybe implant not in the correct position, arrows in x- ray · not the correct system for the purpose an external investigation was performed which did not reveal any product deviations. Additionally, both material defect and manufacturing error have been excluded as potential causes for the reported issue. Due to the current deviation and according to the rationale, the root cause of the problem was likely patient or usage related.